Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Cause of death was researched but not received. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B) (4) outer insulation separation. Full lead returned and analyzed. (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported the patient felt dizzy and blacked out, but did not seek medical attention. The patient reportedly felt dizzy the day before arresting. The patient died; a cause of death was researched but not received. The forensic coroner brought the device to the clinic, where it was interrogated, and it was determined the battery was depleted. The coroner said the family is questioning if the device was functioning at the time of death. Five months previously, the battery was reportedly 'good'. The ra (right atrial) lead was returned to the manufacturer, analyzed, and subsequently tested out of specification.

Event description:
It was reported the patient felt dizzy and blacked out, but did not seek medical attention. The patient reportedly felt dizzy the day before arresting. The patient died; a cause of death was researched but not received. The forensic coroner brought the device to the clinic, where it was interrogated and it was determined the battery was depleted. The coroner said the family is questioning if the device was functioning at the time of death. Five months previously, the battery was reportedly 'good'. The ra (right atrial) lead was returned to the manufacturer, analyzed, and subsequently tested out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Cause of death was researched but not received. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) outer insulation separation. Full lead returned and analyzed. (B) (4) no anomalies found. Full lead returned and analyzed. (B) (4) no anomalies found.